Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the initial needle stick to implant this right ventricular (rv) lead, the physician perforated the left subclavian vein. Attempts to reduce the bleeding resulted in thrombosis. At that time, the physician elected to cease the implant of this system and remove all leads. The patient was then treated with medications and remained in the hospital. To date, no additional adverse patient effects have been reported.